Event description:
The customer reported that they obtained erroneously low patient results for random tests including photometric tests and ise (ion selective electrodes) which includes sodium (na). Potassium (k) and chloride (cl) on their dxc700au clinical chemistry analyzer.

Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot the dxc 700 au clinical chemistry analyzer over the phone. The customer determined multiple parts malfunctioned. The customer replaced the sample probe, sample syringe, and wash syringe which resolved the issue. No further issues were noted. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).